Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the atrial lead exhibited noise. The sensitivity was decreased and the patient would be monitored.